Event description:
It was reported that this device performed a full power on reset (por), which caused the device to electrically reset. The physician performed an intervention to clear the por. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).